Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 54840004525, 510k # k091974 and upn# (B)(4) was cleared in the united states. (B)(4). Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-operative diagnosis (initial surgery): spinal canal stenosis, herniation procedure (initial surgery): cortical bone trajectory (cbt), posterior lumbar fusion (plf) levels (initial surgery): l1/2/3 it was reported that on (B)(6) 2013, patient underwent cortical bone trajectory (cbt), and posterior lumbar fusion (plf) surgery. Post-op, loosening of screw was reported at the performed cortical bone trajectory at l3 and l1/2. Patient complained of low back pain and numbness of lower limbs. Patient underwent a removal and re-fixation surgery due to recurrent herniation of the fixation part at l2/3 in which screws were explanted. The patient issue was resolved.

Manufacturer narrative:
Additional info: x-ray review: post-op CT for l1-3 mid-line construct fixation procedure. There is a loss of lumbar lordosis and l2-3 instrumentation appears to be backed out. Given sagittal balance and levels of instrumentation, this construct was likely inadequate from a b io-mechanical stand point. Root cause: surgical technique.